Manufacturer narrative:
Device is a combination product . A synergy ous mr 4.00 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with the third, fourth and seventh distal strut in a lifted state. The undamaged crimped stent od was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 25 oct2019. It was reported that advancing difficulty was encountered. A 4.00 x 16 synergy drug eluting stent was advanced but failed to cross lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.